Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history showed that the pump was manually suspended on (B)(4) 2014 at 13:37 and manually resumed at 15:10. The pump was exercised for 24 hours at 1.00 unit/hour basal program and the total daily dose (tdd) equaled 24.0 units at the end of the test. There were no errors, alarms, or warnings during testing. There was typical usage alarms observed in the alarm history. The tdd¿s added up correctly and reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. The original complaint could not be duplicated. Unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 32 mg/dl with the following symptoms: difficulty speaking and/or slurred speech, unsteadiness when walking and/or standing, severe dizziness and/or severe headache, lethargy, and confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient was treated by their healthcare provider (hcp) in the emergency room with IV glucose and IV fluids. It was reported that the patient resumed the insulin pump at the time of the call. The reporter stated that there were recent changes made to the patient¿s basal rate by their hcp. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program settings. This complaint is being reported because the patient allegedly experienced hypoglycemia due to the basal history not matching the active basal program settings.